Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935-58 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the atrial lead was damaged during an ablation procedure. The lead had no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.